Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. While introducing the introducer into the trocar sheaths the trocar tip broke. The surgeon noticed the broken trocar just before introducing it into the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The product has been used. The evaluation found the tip of the used needle is bent and broken.